Event description:
The customer requested an event log review to check programming due to a pt death that occurred. The medication was vancomycin 2gm in 520mls. The infusion should have been running at 260ml/hr for two hours. The customer believes only 7.5 mls infused. At this time the customer does not know if the pt death was related to the infusion. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the event logs be received for eval.